Event description:
It was reported that during a procedure on (B)(6) 2012 of the 90% stenosed, proximal left anterior descending (lad) artery, after predilatation with a 2.5 x 15 mm non-abbott balloon catheter, a 3.0 x 38 mm xience prime was implanted at 12 atmosphere without incident. There was no reported adverse patient effect. On (B)(6) 2012, the patient became symptomatic and presented to the hospital. Coronary angiogram was performed and thrombus was seen in the stent. Percutaneous coronary intervention was performed. There was no reported adverse patient effect. There was no additional information was provided.

Event description:
Subsequent to the initial report submitted, additional information received states, on (B)(6) 2012, during the percutaneous coronary intervention a non-abbott guide catheter was engaged and an attempt was made to deliver a guide wire with the support of a non-abbott catheter; two non-abbott devices failed to cross the lesion, however, a non-abbott guide wire finally was successful in crossing. A non-abbott aspiration catheter was advanced but failed to cross. A 3.0 x 20 mm non-abbott balloon catheter was advanced and inflated at 10 atmosphere (atm) for treatment of the thrombosis. The procedure was successfully completed. There was no reported adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. There was no reported product deficiency. The reported patient effect of thrombosis is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).